Event description:
It was reported that, "a pt underwent a lap chole. Two days later she presented with abdominal problems. She was taken to another hospital. Surgery was performed and it was determined that a clip had come off from the original site of the clip application. Following the second surgery, the pt recovered without incident."

Manufacturer narrative:
The initial surgery was done at hospital. The secondary surgery was done at another facility. A multifunctional team from conmed is attempting to set up appointments with the appropriate surgeons at both hospitals to discuss the reported events. When more info is available. I will file a supplemental report.